Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient. The patient was taking an unspecified medication for treatment of an unknown indication. On a date not provided, the humapen ergo teal/clear pen body (lot 0403a03) with a clear cartridge holder attached was reported to have the both engagement tabs and spring arms broken and the cartridge holder was not attaching correctly in the pen. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). It was unknown the operator of device. The patient was trained by a physician to use it. It was unknown for how long he had used this device model and used the reported device for 6-12 months. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder was continued.